Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving morphine ( 1 mg/ml at .1mg/day) via an implantable infusion pump. It was reported that the patient's pump flipped up on its side inside the pump pocket. It was noted to have occurred when the patient bent over. Surgical intervention was done to get pump back into proper orientation within the pocket. The pump was tied back down within the pocket.